Event description:
It was reported that the pt underwent posterior fixation at l4/l5. During surgery, the set screw stripped. It is unk if the screw was replaced or remained implanted. No pt complications were reported.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.